Event description:
Pt has been getting "lo" on suspect device when testing blood glucose for past couple of weeks. Pt then altered insulin and food intake based on suspect device results. Pt kept feeling ill and went to dr. Dr tested blood glucose on his device and blood glucose was 505 mg/dl. Pt was hospitalized and treated with insulin injections and intravenous fluids for dehydration and electrolyte inbalances.